Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3-2 on the main device was failing cubie pockets. A field service engineer (fse) reseated the row board cable, ribbon cable and replaced the retractor band. The fse confirmed that the drawer and cubie pockets had recovered successfully. The system functioned as intended after the field service engineer repaired the device.